Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(4). On (B)(6) 2018, it was reported that there were issues with the ratchet handle. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), a 2:1 ratio cutter, serial number (B)(4), a 3:1 ratio cutter, serial number (B)(4), and a 4:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) review of skin graft mesher device, serial number (B)(4), noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. The device history record (DHR) review of skin graft mesher device, 1.5:1 ratio cutter, serial number (B)(4), noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher device, 1.5:1 ratio cutter, serial number (B)(4), as documented in the repair reports in livelink. The device history record (DHR) review of skin graft mesher device, 2:1 ratio cutter, serial number (B)(4), noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher device, 2:1 ratio cutter, serial number (B)(4), as documented in the repair reports in livelink. The device history record (DHR) review of skin graft mesher device, 3:1 ratio cutter, serial number (B)(4), noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher device, 3:1 ratio cutter, serial number (B)(4), as documented in the repair reports in livelink. The device history record (DHR) review of skin graft mesher device, 4:1 ratio cutter, serial number (B)(4), noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher device, 4:1 ratio cutter, serial number (B)(4) as documented in the repair reports in livelink. Product review of the skin graft mesher on (B)(6) 2018 revealed that the calibration and test mesh could not be taken due to the bent comb. The complaint was that there were ratchet handle issues and a 2195 ratchet was sent and fit on the roller. The correct ratchet was not sent. The roller, gear, and comb had visible damage. The 1.5:1 ratio cutter, serial number (B)(4), 3:1 ratio cutter, serial number (B)(4), and 4:1 ratio cutter, serial number (B)(4) all produced a passing sample mesh. The 2:1 ratio cutter, serial number (B)(4) produced an incomplete cut and was deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the roller, damaged comb, and gear. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during product review it was noted that the handle that was returned for evaluation was of 2195 meshgraft ii device. The root cause of the reported event cannot be specifically determined with the provided information since during product review it was noted that the wrong ratchet was returned for evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that there were issues with ratchet handle. Cfu suspended. No other information available. Initial inspection revealed that there was a bent comb, and the 2:1 ratio cutter, serial number (B)(4) produced an incomplete cut.